Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of a device. Visual examination of the staple cartridge noted that the loading unit fully applied and engaged in interlock. Microscopic inspection of the knife blade displayed damage. Functionally, the sulu was reset and reloaded into the returned device. The sulu and instrument were applied to test media. The knife blade did not cut cleanly through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, the surgeon used the stapling device for the closure of the insertion after re-construction of the esophagus and the stomach. The surgeon clamped the tissue and started firing, however, after they fired 3 or 4cm, the stapling was advanced but the device caught the tissue. The surgeon removed the device from the tissue, they noted it was torn and the stapling was malformed or incomplete even though the tissue was not thick and hard. The surgeon sutured manually to completed the case. The surgical time was extended by less than 30 min and additional tissue resection was not required. Oozing bleeding occurred as a result of the issue. There was tissue damage. The patient status is alive with no injury.